Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low voltage alarms were confirmed via the log file; however, the reported event of damaged white strain relief near the power cable connector was not confirmed. The log file spanned approximately 3 days (05jan2021 to 08jan2021 per the timestamp). Voltages fluctuated throughout the log file while the device was connected to power module or battery power source. Though the controller did not alarm, rsoc voltages fluctuated 11.6v-13.9v which is under the expected voltage of 14v when connected to a power module. The voltage fluctuation coincided with power cable disconnect and low voltage alarms. Atypical power cable disconnect alarms intermittently activated on 06jan2021 from 02:57 to 08:44 and 06jan2021 from 21:43 to 22:27 due to power cable fault on the black power cable not associated with a power source exchange. Atypical low voltage alarms intermittently activated on 07jan2021 from 01:15 to 11:56 and on 08jan2021 from 08:02 to 11:23. The alarms resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The hmii system controller, (B)(6), was not returned for analysis. Additional information on 22jan2021 stated that the controller was exchanged resolving the issue. The replaced controller will not be returned for evaluation. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect and low voltage alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Pcx-15722 was shipped to the customer on 30may2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient had been having multiple low voltage alarms. Battery clips were replaced but the alarms were not resolved. Patient also stated that white lead sometimes didn't register a power source. The patient¿s system controller was replaced and the alarms cleared. No product will be returned and the patient was stable with no further alarms. No additional information provided.